Event description:
Customer reported the collimator is completely closed down and will not open. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier and repaired 2 collimator wires. System operates as intended.